Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump did not give them an alarm and the batteries would be empty after 2 days. The reservoir indicator was empty but there was a full reservoir in the insulin pump. Their health care professional had advised her to call for a replacement insulin pump. Troubleshooting was not performed. They will call back to troubleshoot. The device will not be returned for analysis.